Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was unable to adjust stimulation, and the pt programmer showed the "call your doctor" icon. A power-on-reset (port) condition was also reported after a slight fall while changing a light bulb. The pt also felt a slight shock. The pt received assistance from his doctor and/or MFR rep in (B)(6) 2011 and his concerns regarding his neurostimulator were resolved.